Manufacturer narrative:
A product investigation was performed for this device. The actual devices were not returned to the manufacturer for evaluation. The root cause of the broken nail and locking bolt are undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The attending surgeon performed a repeat surgery to remove the broken im nail. This was unsuccessful due to the locking bolt breaking during the surgery. The surgeon performed a judet decortication of the callus bone. The broken nail was left in place at this time. A follow up report will be filed when we receive new information. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
It was reported on 09/04/2015, that a sign im nail implanted to repair a fracture of the right femur; was found to be broken during a follow up visit. On (B)(6) 2015 a second surgery was performed to remove the broken nail. This explant surgery was unsuccessful due to a locking bolt breaking while trying to remove the nail.